Event description:
The manufacturer received information alleging active exhalation verification test step had failed during preventative maintenance on trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was evaluated by the manufacturer service technician evaluated the device and noted that the devices the proportional valve and the three-way (3-way) valves had caused the active exhalation verification test step to fail on the device. In conclusion, the device's the proportional valve and 3-way valve were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particle filter were replaced for preventative maintenance unrelated to the reportable malfunction/issue. The device passed all final testing.